Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. The insulin pump was also received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported intermittent button response from the insulin pump, and no beeping noise after pressing the buttons. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)